Event description:
A report was received that the patient will undergo a revision. Reason for revision is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient will undergo a revision. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the lead was replaced per the physician's preference. The patient was doing well postoperatively. The reason for the revision was due to inadequate stimulation and lead migration. The explanted lead was not returned to bsn as it was discarded by the medical facility.